Event description:
The balloon prepped as usual. 7.5 40cc iabp inserted into patient, connected, and tubing flushed, but iabp would not purge. Double checked connections and viewed on x-ray. All looked fine so purged a second time, but still no function from the balloon. Unhooked all connections and tried another balloon (package not saved) and worked just fine.what was the original intended procedure?angiogram with possible intervention.